Event description:
The customer stated the lh780 analytical station generated high basophils (ba) on patient samples with no instrument generated flags on a specific patient sample as compared to a manual differential which the customer considers correct. The discrepant result was not reported out of the laboratory; hence patient treatment was not impacted by the event. Review of the data reveals the lh780 generated discrepant high ba and low lymphocytes (ly). Patient results are attached. The patient sample was collected in 4 ml edta lavender top by venipuncture and ran the same day. The samples were placed on rockerbed prior to analysis. Controls run before the incident recovered within range. The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). Raw data was not collected for this event. Qc logs reveal no evidence of high ba recovery on controls. On (B)(4) 2012, a field service engineer (fse) was dispatched to investigate the event and found the laboratory temperature warm and the instrument running in high temp mode and dc (direct current) counts were very low (around 2000). The typical ambient room temperature is 16 to 32 degrees c (60 to 90 degrees f) and stable. The fse noted the diluter ambient temperature was 83.2 degrees f. The engineer determined incorrect amounts of diff reagents were being delivered because the diff reagent pumps needed to be optimized for running in high temp mode. The problem was resolved by replacing the diff pak reagents and optimizing the diff reagent pumps for running in high temp mode. Numerous samples were run in high temp mode and all dc counts recovered above 7900. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. System validation documented in customer qc record. Failure mode: laboratory warm; diff reagent pumps not optimized for running in high temp mode.